Event description:
It was reported that during a breast biopsy procedure, the doctor found the distal part of micromarker, which was a part of the flexible introducer, was left in the rotating cutter. All fragments of the flexible introducer were retrieved from the probe. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 07/29/2008. Damages introducer tube. Evaluation summary. The analysis results found that the instrument was received with the introducer tube broken at the distal end. A corrective action has been initiated to address the reported event. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.